Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer was hospitalized on (B)(6) 2018 for high blood glucose. The customer¿s high blood glucose at the time of incident was 273 mg/dl. The customer reported that they were getting no delivery alarm during bolus delivery. The customer was treated with the pen. The troubleshooting was mentioned for no delivery. The insulin pump will not be returned for analysis.